Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the large hem-o-lock clip applier instrument to perform failure analysis. The instrument failed the manual articulation of inputs. The instrument was found to have grip input disk axis #7 broken into pieces inside the housing. The instrument was found to have grip input disk axis #6 cracked inside the housing. As a result of the fully broken input, functional testing cannot be performed. No other components near the broken inputs were damaged. The probable root cause is attributed to use and reprocessing conditions. The input disk can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem or peek material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks and may cause the input disk to break and separate from the instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lock clip applier instrument was not working. The procedure was completed with no patient harm, adverse outcome, or injury. The issue caused a delay of less than 15 minutes. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the issue occurred when the surgeon was attempting to clamp on a vessel or a tissue bundle and led to an unsuccessful clip application.